Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate or verify the reported issue. As a precaution, physio replaced the device's therapy connector assembly. Physio completed unrelated repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to obtain a patient's ECG through any means (ECG or paddles lead); therefore, the need for therapy could not be determined and, if necessary, the device may not have been able deliver therapy. The patient, a 75 year-old male, was found on the floor but conscious. The customer placed the device's ECG limb leads on to the patient in order to obtain an ECG reading. Once a rhythm was obtained, the customer decided that they wanted to provide pacing therapy to the patient. Physio brand therapy electrodes were placed on to the patient and connected to the device via a therapy cable. Initially they were able to obtain the patient's heart rhythm in paddles lead ECG; however, the customer stated that they would get intermittent dashed lines on the display indicating that the connection to the patient had been lost. The customer then went back to the ECG limb leads in order to monitor the patient but received dashed lines in the ECG leads as well. There was no backup device available. The customer advised that there were no adverse effects to the patient as a result of the reported issue. The patient did not require defibrillation during the event. The customer was unable to provided the exact date of the event and no further details about the patient or the event were provided.